Manufacturer narrative:
(B)(4). The date of occurence was estimated as 01/01/2014, the date of publication. The additional xience v and xpert devices referenced are being filed under separate medwatch reports. (B)(4) - incorrect anatomy. There was no reported device malfunction. It is indicated that the device is not returning for evaluation as the stents remain in the patient anatomy. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis, as listed in the rx vision instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. It should be noted that the IFU states in the indications section that the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 25 mm) with reference vessel diameters ranging from 3.00 mm to 4.0 mm. Based on the information reviewed, there is no indication of a product deficiency. Article: bruce h. Gray, do, larry. J. Diaz-sandoval, md, robert s. Dieter, md, michael r. Jaff, do, and christopher j. White, md. (Catheterization and cardiovascular interventions 00 00 00 (2014). Scai expert consensus statement for infrapopliteal arterial intervention appropriate use.

Event description:
It was reported through a research article identifying multi-link vision stents and xience v stents that may be related to in-stent restenosis, late lumen loss, target lesion revascularization and hospitalization. Additionally, xpert stents that may be related to limb salvage surgery, restenosis, hospitalization and additional intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled catheterization and cardiovascular interventions - scai expert consensus statement for infrapopliteal arterial intervention appropriate use.